Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, power on self-test and an alarm log review were performed. During the alarm log review and power on self-test an f-94 alarm was identified. The cause of the alarm was a damaged battery. The battery was replaced and the configuration settings were reset to correct the reported condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.